Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge was intermittently fluctuating. There was no reported impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.